Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to bent cannula and high blood glucose. Her blood glucose value was 720 mg/dl at the time of the report. The patient had ketones and the health care professional identified the ketone level as life threatening. The infusion has been in use for 2 days. The patient was treated with IV and insulin shots and this resolved the issue. She was hospitalized for 5 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.